Event description:
Physio-control was made aware of a customer submitted medwatch report (mw5039424) in which the customer reported the following: "lp500 AED used for a patient in cardiac arrest. Pads were properly placed on a patient with good adhesion to chest. During the "analyze" phase, machine indicating "motion detected" despite no one touching or moving the patient. This continued to occur 3 times despite all efforts to troubleshoot the machine. This AED was discontinued and another AED was used for the case." The customer submitted medwatch report also indicated that physio brand quik-combo therapy electrodes were used on the patient during the event. No further information about the patient, or additional details about the event, were provided.

Manufacturer narrative:
(B)(4). After multiple attempts, physio-control has been unable to contact the customer regarding the reported issue. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.